Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an sb supply bag lines are blocked error message during dwell three of four of their treatment. Upon receiving the alarm, the caregiver noticed a small leak from an unknown origin. The technical support representative advised the caregiver to discontinue the treatment to verify if there was fluid within the cassette compartment of the cycler. The caregiver declined and stated that the alarm has not reoccurred and the patient would like to continue with their treatment. The caregiver stated that they would follow up if they noticed fluid within the cycler door or if they ran into any additional issues during the treatment. At this point in time, there has been no report of a patient injury or medical intervention resulting from the event. The cause and location of the leak could not be verified. Additional information was requested but was unavailable.